Event description:
During device evaluation, it was found that the bronchovideoscope's flexible printed circuits, fpc, was defective and thereby leading to no image. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, the root cause of the defective fpc cable could not be specified. Olympus will continue to monitor field performance for this device.